Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.